Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of hard nodules, swelling, redness, infection and "cold" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that the same day of injection with two syringes of juvéderm voluma® xc in the cheekbones and bottom of the eye, they could feel hard nodules on both sides of the orbital/eye bone at the injection sites. Four days later the patient noted swelling underneath both eyes at the injection sites where the hard nodules are. The next day the patient woke up and their left eye was almost swollen shut and they had redness underneath the left eye. The patient stated that the puffiness had spread down from the injection sites halfway down their face. The patient went back to the injector on the same day who recommended that the patient go to the emergency room. The patient stated that the injector thought that the patient had orbital cellulitis. The patient went to the emergency room on that day and a CT scan was performed and they took blood and urine samples from the patient. The physician at the emergency room told the patient that there was no infection in the blood and said that it was not orbital cellulitis but did say that it is some type of infection related to the juvéderm voluma® xc injection. The patient was put on oral keflex (500mg 3 times a day for 10 days) at the emergency room. No other treatment was given to the patient. The patient states that now the symptoms seem the same but it feels like more of the face is swollen on the left side and that the whole left side of the face is swollen. The patient also stated that they had a cold and that the injector states that the symptoms are due to the cold but the emergency room physician did not agree and said the cold has nothing to do with the symptoms.